Manufacturer narrative:
(B)(4). The sample was not returned, therefore, no evaluation was performed. The lot number is unknown, therefore, a batch review could not be performed. Should additional information become available, a follow up report will be submitted. Baxter has received similar reports of peritonitis. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.

Event description:
This is a spontaneous consumer report with supplemental information by a nurse from (B)(6) of peritonitis and death in (B)(6) male patient coincident with dianeal pd4 ambuflex, extraneal viaflex, and dianeal freeline solo pd4 w/ 4.25% glucose therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex, extraneal viaflex, and dianeal freeline solo pd4 w/ 4.25% glucose, intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient developed peritonitis. On (B)(6) 2010, the patient was hospitalized. On (B)(6) 2010, the patient expired. The cause of death was unknown. It was unknown whether an autopsy was performed. It is unknown what labs or cultures were performed. It is unknown what interventions were administered. The cause of the peritonitis is unknown. The reporter declined to provide additional information.